Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed on a remote transmission. The patient was asymptomatic. A review of the transmission revealed a signal intermittently sensed between the qrs complexes. It was recommended to bring the patient in for isometrics and deep breathing. No further information is available.

Event description:
New information received indicates right ventricular oversensing and noise on the right ventricular lead was noted and alerts for this issue continue to be detected. The patient was stable and awaiting additional evaluation at a future appointment.